Event description:
It was reported approximately two months post dialysis catheter placement that the lower suture wing allegedly broke during dialysis treatment. It was further reported that the device was removed and the patient received a new catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and a device history record review was not required. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include insufficient bond strengths; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019).

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. Medical device - expiry date: 04/2019.

Event description:
It was reported approximately two months post dialysis catheter placement that the lower suture wing allegedly broke during dialysis treatment. It was further reported that the device was removed and the patient received a new catheter. There was no reported patient injury.

Event description:
It was reported approximately two months post dialysis catheter placement that the lower suture wing allegedly broke during dialysis treatment. It was further reported that the device was removed and the patient received a new catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and a device history record review was not required. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one equistream d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for broken suture wing, as no apparent break in the suture wing was observed during sample evaluation. However, the investigation is confirmed for a partial fracture in the extension leg, as a partial circumferential fracture was observed in the venous extension leg immediately proximal to the to the bifurcation. The edge of the partial fracture was observed to be jagged. Both lumens were patent to infusion and aspiration with a leak noted at the split. The definitive root cause could not be determined based upon available information. The jagged edges of the partial split are consistent with tearing in the tecothane extension leg. Excessive/repeated tension applied on the extension leg and/or repeated kinking in the extension leg at the bifurcation may have contributed to the reported event. Other potential contributing factors are poor material selection and degradation of catheter extensions. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2019).